Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of large inflamed lump, "epidermal cyst," "foreign body granulomatous reaction" and "red and swollen" area are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the glabella, left and right "upper cheek" and left and right "far face." Eighteen months later, patient developed "lump" over left upper cheek which "subsequently grew larger and inflamed with 2 weeks." A dermatologist noted symptoms to be a questionable "epidermal cyst." Patient had the "lump" exercise by a plastic surgeon and a histology of the lump "showed foreign body granulomatous reaction - possibly filler related." A little over 2 weeks later, "2 more lumps appeared on left face." The new lumps were excised 4 months later. The patient complained that the area is now "red and swollen" over the "area of surgery" and the patient was reviewed by a physician. Patient was recommended to start taking augmentin and to "address the wound." Symptoms have resolved.